Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.5 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose to 260 mg/dl while wearing the pod for 3 days. The pod reportedly came loose from the pod insertion site causing the cannula to dislodge. The patient felt the cannula in the skin and stated the cannula ¿popped out¿. The pink slide was confirmed to have moved forward. The patient also mentioned the pod had been thrown away. No treatment or medical intervention was mentioned.